Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. The patient reported that on (B)(6) 2026, he experienced a medical event that resulted in a 911 call and an emergency room (ER) visit. Following this incident, his physician reportedly switched him from a dexcom 15-day sensor back to a dexcom 10-day sensor. When asked to provide additional details regarding the medical event, the patient stated that he could not recall the circumstances due to alzheimer¿s disease and dementia and was unable to provide any associated cgm readings or fingerstick blood glucose (fsbg) measurements. The patient reported that his last two dexcom 10-day sensors have provided inaccurate glucose readings. The patient also reported experiencing inaccurate readings with the previous sensor; however, he was unable to recall the associated cgm and fsbg values. He stated that he alternates arms for sensor placement. Throughout the discussion, the patient repeatedly indicated that he was unable to provide additional details regarding the events or glucose values due to alzheimer¿s disease and dementia. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.